Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor anomaly. The pump was received with broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure and had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the battery connection is broken.